Manufacturer narrative:
Since the lot number information was not provided, a device history record (DHR) review could not be performed. One sample was received for evaluation which consisted of one used mahurkar catheter. The catheter was returned inside a generic plastic bag and showed signs of use (blood residues). Visual inspection revealed that the infusion extension (middle lumen) was received without the infusion adapter; it was completely separate from the clear adapter. There was remaining glue in the infusion lumen. The adapter was not returned for evaluation. As part of the investigation process the issue was analyzed and an attempt was made to replicate the product issue in the manufacturing process. Although the results of this replication were not exactly the same, it was a similar reproduction of the sample received. Several factors were manipulated to produce the defect which included; the amount of glue, the position of the infusion extension on the mandrel, and the cure time with the uv light. It was not possible to determine which of these factors were involved at the time the issue occurred with the sample provided for this complaint. Based on sample evaluation the infusion lumen was completely detached from the clear adapter and did no show evidence of an external abuse. Additionally glue residues were found in the infusion extension. If the filling of glue cannot be seen on the adapter end, if the glue filled is less than the half of the length of the glue area of the adapter, and if there is some areas without glue, the procedure states that if the glue quantity is inadequate, the needle requires to be changed to increase the quantity of glue application, and increase the time in the front panel. Additionally according to this procedure, the operator has to place the infusion lumen in the correct position on the mandrel. Based on the product failure reproduction, an incorrect position of the tubing in the mandrel may affect the glue application through the clear adapter. According to the instructions for use (IFU) it is necessary to perform an inspection before using the device. Do not use the catheter if it is crushed, cracked, cut, or otherwise damaged.

Event description:
Do not infuse against a closed clamp or forcibly infuse a blocked catheter as backpressure could force the adapter out of the tubing. There is potential for catheter failure or catheter tip displacement if the maximum flow rate of 5 ml/sec or the maximum pressure of 300 psi is exceeded. Sample became damaged after being in use in the patient; however based on visual inspection, signs of an external abuse were not identified. There was presence of glue in the extension. Based on that information, there is no evidence of damage in the components leading to a potential cause. According to procedure, the glue is applied and the cure time is a specified parameter. According to the reproduction of the failure on the production floor, if the amount of glue and cure time is modified, a similar defect occurred in the infusion extension; however it was not possible to determine which of these potential causes is related to this event. Based on the sample evaluation, the most probable root causes are that the operator failed to follow process and inspection procedures (incorrect positioning on the infusion extension) and equipment malfunction (quantity of glue and/or cure time). A corrective and preventive action (CAPA) was opened to address this failure mode. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports that the infusion port/cap of the triple lumen came off. The customer stated that it has snapped off leaving the line exposed and was taped together. They are cleaning with alcohol. There was no medical intervention required and no serious injury reported.